Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: the phenomena related to foreign material, were newly observed during the inspection by the repair department. The information obtained from this complaint and the investigation results confirmed that the product in question had a leakage issue. Therefore, it is presumed that the foreign objects possibly remained in the product because its reprocessing could not be completed properly. There is no information that the user has not properly managed or used the device in accordance with the instruction manual. Therefore, no labeling review is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited foreign material came out of the forceps channel and the distal end. There was no patient involvement.